Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed the telescope assembly was able to pullback and advance properly; the distance from the distal end of the transducer housing to the tip of the catheter was measured and is within specification; the ccp board and pins appeared normal and a good click sound was heard during insertion into the motor drive unit system; no 104 error message was observed during functional testing; and during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-05883, 2134265-2014-05885, 2134265-2014-05588 and 2134265-2014-05594. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab motor drive unit (mdu) was used in conjunction with a sled and an opticross¿. Upon pullback, error 104 was displayed and it was unable to perform pullback. Replacement of the sled could not resolve the issue. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.

Event description:
Same case as: 2134265-2014-05883, 2134265-2014-05885, 2134265-2014-05588 and 2134265-2014-05594. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab motor drive unit (mdu) was used in conjunction with a sled and an opticross¿. Upon pullback, error 104 was displayed and it was unable to perform pullback. Replacement of the sled could not resolve the issue. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.